Event description:
Related manufacturer reference number:2017865-2023-52573. It was reported that patient presented in clinic for routine follow-up. Upon evaluation, it was found from x-ray that patient's atrial and right ventricular (rv) lead was dislodged. It was also noted that the atrial lead exhibited undersensing and loss of capture. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were dislodgement, and material break were not confirmed. As received, a partial lead was returned in two portions. The helix mechanism test could not be performed due to the helix stretched / damaged as received. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures but did find an internal shorts consistent with procedural damage.